Manufacturer narrative:
B3 - date of event: used the first day of the month of the bsc aware date as the event date was not provided.

Event description:
It was reported that the rotation speed was not stable. A rotapro console was selected for use. During the procedure, burr is spinning at a higher speed than normal. There were no patient complications. It was further reported that actual speed observed was 135,000 rpm in dynaglide mode. The device sounded fast in dynaglide mode and was thought to be spinning faster than intended.

Manufacturer narrative:
Corrected e3. Occupation and g2 report source. B3 - date of event: used the first day of the month of the bsc aware date as the event date was not provided. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of system unexpected output - dynaglide mode (dynaglide mode rotation - speed unstable) was defined in the risk documentation. These event type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the investigation conclusion code for this complaint was considered cause traced to device design.

Event description:
It was reported that the rotation speed was not stable. A rotapro console was selected for use. During the procedure, burr is spinning at a higher speed than normal. There were no patient complications. It was further reported that actual speed observed was 135,000 rpm in dynaglide mode. The device sounded fast in dynaglide mode and was thought to be spinning faster than intended.

Event description:
It was reported that the rotation speed was not stable. A rotapro console was selected for use. During the procedure, burr is spinning at a higher speed than normal. There were no patient complications.

Manufacturer narrative:
B3 - date of event: used the first day of the month of the bsc aware date as the event date was not provided.